Event description:
It was reported that during a pulsed field ablation procedure, the guidewire kinked as the integrated dilator/needle was inserted and passed the level of the patient's skin. The system was removed from the patient. A new guidewire was inserted and the system re-inserted successfully. The transseptal puncture was performed successfully. The case was completed with pulsed field ablation. Three hours post-operatively, the patient complained of pain and the patient's vital signs dropped which included a vagal episode, bradycardia, and hypotension. A computerized tomography (CT) and cardiac computed tomography angiography (cta) were performed and confirmed a right external iliac venous pseudo aneurysm. With further diagnostics, it was discovered that the patient had a retroperitoneal bleed which required intervention with blood products and extended the patient¿s hospitalization. No additional intervention was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.